Manufacturer narrative:
The system was examined and the reported event was confirmed but was not replicated. The power supply was replaced as a preventive measure. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. There was no problem found. As such, the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the system was switching off on its own during a cataract with intraocular lens (iol) procedure. The system was exchanged to complete the procedure with no patient harm.